Event description:
It was reported that a 42-year-old caucasian female patient who underwent an unspecified breast augmentation with a mentor memorygel, 450cc on the left and 400cc on the right side, silicone breast implant has experienced bilateral silent rupture postoperatively. The mammogram examination confirmed the ruptures. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on november 21 , 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 10, 2022 indicated that the patient underwent bilateral replacements as follow: r/ cat#: 3504504bc, sn#: (B)(6) , and l/ cat#: 3505004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).